Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the catheter had a substance on it that made it appear dirty. During preparation for a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave catheter was selected for use. When the device was removed from the packaging the handle appeared dirty, as if a substance had been spilled on it. There was no damage to the sterile seal of the packaging. The device was replaced and the procedure was completed no patient complications were reported. The device is not expected to be returned for analysis due to disposal.